Event description:
Unbearable pain 2 days post surgery following an apex total knee replacement.

Manufacturer narrative:
Per comp - (B)(4) final report. Additional information, including a description of the nature of the pain, if other symptoms were observed and if an infection was ruled out, post-operative x-rays, an update on the patient and if a revision surgery was planned or being considered, has been requested in order to progress with the investigation of this event, however, corin vigilance was made aware that no answers should be expected. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported pain. Based on the above, no further investigation can be conducted. Therefore, this case is now considered closed. The root cause of the reported pain could not be determined. Please note: the date in d6a was updated due to a typo. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including a description of the nature of the pain, if other symptoms were observed and if an infection was ruled out, post-operative x-rays, an update on the patient and if a revision surgery was planned or being considered, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unbearable pain 2 days post surgery following an apex total knee replacement.